Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.

Event description:
Primary right triathlon (tka) baseplate found to have subsided following primary surgery. Surgeon removed it, replaced with universal baseplate. Femur unaffected and remained in situ.

Event description:
Primary right triathlon (tka) baseplate found to have subsided following primary surgery. Surgeon removed it, replaced with universal baseplate. Femur unaffected and remained in situ.

Manufacturer narrative:
Reported event: an event regarding loosening involving a triathlon baseplate was reported. The event was confirmed via medical review. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photograph shows a recently explanted baseplate. Blood and biological matter was observed on the device. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: as described above, a patient underwent a cemented total knee arthroplasty and then approximately four years later required revision for tibial loosening. The patient was significantly obese with a bmi of 43.9. I can confirm that loosening of the primary implant occurred since I was able to review the pre-revision x-ray. I can confirm that revision occurred as I was also able to review the post revision x-ray. I cannot determine the root cause of this event with certainty. The causes of tibial loosening approximately four years after surgery are multifactorial including the original surgical technique regarding positioning and alignment and fixation as well as patient factors including elevated bmi and activity level. I would not assign any causality to the implant itself. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical records by a clinical consultant indicated: as described above, a patient underwent a cemented total knee arthroplasty and then approximately four years later required revision for tibial loosening. The patient was significantly obese with a bmi of 43.9. I can confirm that loosening of the primary implant occurred since I was able to review the pre-revision x-ray. I can confirm that revision occurred as I was also able to review the post revision x-ray. I cannot determine the root cause of this event with certainty. The causes of tibial loosening approximately four years after surgery are multifactorial including the original surgical technique regarding positioning and alignment and fixation as well as patient factors including elevated bmi and activity level. I would not assign any causality to the implant itself. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.